Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the touch screen on the central control monitor would not respond to touching of the screen and the cursor was not visible. No error messages were observed. The user rebooted the heart lung console which resolved the issue. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.